Event description:
Dealer called stating that the m51p power chair allegedly was not driving straight, the chair was very slow, footplate makes contact with the left caster creating a wobble due to the left caster being hit. The dealer adjusted the left motor so the chair drives straight and a replacement joystick has been issued on order (B)(4). No injury.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model m51p, serial number/date (B)(4) is approximately 6 months old. The owner's manual part number 1125085 rev j (oct-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.